Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a setscrew mark on the terminal pin and ring. The outer coils were slightly compressed at 68 centimeters (cm) from the terminal pin; noted to likely have been due to explant damage. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. A revision procedure was performed, and the lead was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.